Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 130mg/dl. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.